Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was duplicated and attributed to a faulty pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for the reprt of this type has not identified an increase in trend.

Manufacturer narrative:
The pace/defib engine board was returned to zoll medical united states for evaluation; the customer's report was duplicated and attributed to a connector that became detached from the pace/defib engine board. The connector was reattached. Analysis for reports of this type has not identified an increase in trend.